Event description:
Boston scientific received information that the right atrial (ra) lead exhibited a large decrease in sensing and an increase in threshold measurements. The chest x-ray did not show any significant findings, however a micro-dislodgement is suspected. Subsequently the output was reprogrammed to 5.0 volts. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4) the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the ra lead was explanted five months later. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.